Event description:
It was reported that the customer states for the past 6 weeks, the chair periodically leaks grease about size of a teaspoon. Customer can not locate serial number. (B)(6) 2008 date of purchase. No patient injury alleged, no additional information provided.